Event description:
Customer reports that serter was not releasing sensor. Customer's blood glucose was over 600 mg/dl. Customer was advised that serter and sensor would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used sensor was inspected the needle was found bent inside of the sensor base. It could not be confirmed that the customer received the sensor in this condition as it was returned opened and used.